Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, service and complaint history, trending by product line and system serial number, failure mode effects analysis, the system hazard and user misuse analysis, health hazard evaluation and CAPA. The DHR for the aer, serial #(B)(4), was reviewed and no issues were noted. The service and complaint history for six months, from (B)(4) 2009 - (B)(4) 2010, shows no similar related issues with the unit. Trending analysis for the problem code "temp out of range" was completed for (B)(4) 2009 - (B)(4) 2010. The trend line lies below the upper control limit, except for one month ((B)(6) 2010), where the cpuy (complaints per unit year) was found to equal the calculated upper control limit. All of the other months had a cpuy of 0. A review of the number of complaints opened per month for "temp out of range" found that only this complaint had been opened for "temp out of range" in the last 25 months. Therefore, it was determined that even though the cpuy for one month was found to equal the calculated upper control limit, the trend was still insignificant. The fmea (failure mode effects analysis) risk associated with the aer failure mode of heater failing to turn on had a rpn score of 40. As the heater was still being used, a review of the failure modes for the heater remaining on found that the rpn scores were over 100. One of the mitigation methods was to send the customer letter ((B)(4)), instructing them to disconnect and discontinue the use of the heater. It was confirmed that the customer letter was sent to this specific customer in (B)(4) 2010. The shuma (system hazard and user misuse analysis) was performed for cidex opa and all hazards of patient or repeated user exposure had a risk index of 4 or lower, placing them all in "category I", or "broadly acceptable risk". The hhe (health hazard evaluation) for overheating of disinfectant in the aer was reviewed. The hhe score revealed a moderate risk and resulted in the initiation of a CAPA. The CAPA action was to issue a customer letter instructing aer customers to disconnect the heater. There were no human reactions or injuries to the disinfectant solution. Hence no evaluation of disinfectant exposure is required. The issue was the overall result of user misuse as the heater was being used after the customer had been informed to stop using the heater. The customer acknowledged that when the system was put back into service (the system was currently out of service, waiting for a part to be installed locally by the facility biomed department), the disinfect time would be increased to 12 minutes.

Event description:
A customer is reporting that the temperature light is not coming on their asp automatic endosocpic reprocessor (aer). It is unknown if the customer disconnected the heater as instructed by asp. The customer was advised to increase the disinfect time to twelve minutes to continue use of the aer as normal.

Manufacturer narrative:
Asp confirmed that the customer received the asp communication instructing them to disconnect the aer heater.